Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Insulin pump was unable to perform displacement test due to lcd damage. Insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported, the customer received a blank display. Customer stated they had fallen and the insulin pump may have been bumped in the process. Customer stated, there was no damage to the battery compartment and the contacts on the battery cap was not missing or damaged. Troubleshooting was able to partially recover the customer's display by inserting a new battery. Customer's blood glucose was 134 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.